Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The o-ring on the nozzle units in the gas modules were found unseated. The nozzle units were replaced but not returned for investigation. The ventilator passed all functional and safety tests and was cleared for clinical use. The evaluation of provided device logs confirms the reported event of alarms for high o2 concentration. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the event date were passed without remarks. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle units were most likely contributing to the event.